Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One do not use - osseotite xp® implant 4/5 x 11.5mm (os4511) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing across the threads near neck. Bottom fractured portion was not returned. Pre-existing patient condition noted on the per was 'none'. The reported device was being placed on tooth 46 (fdi) when the incident occurred. The implant was placed for approximately 6 years 1 month. Implant was misused since it was implanted on (B)(6) 2014 which is after the expiration date (jul 20, 2009). The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture).x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Additionally, all products sold sterile are only for single-use before the expiration date printed on the product label. DHR review was completed for the subject lot number 248523. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (248523) for similar event and no other complaint was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (os4511). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured at the neck portion and was removed. Bottom portion of the implant was removed on a second appointment.